Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was deployed. In addition, the bushing arm was found to be bent and out of specification (likely damaged due to operational context). The reported event of clip failed to release was not able to be confirmed since the clip assembly was deployed. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, during the procedure, a clip was being placed at the target site, however, the clip would not release from the catheter. The physician pulled the device back into the scope and the clip pulled off the mucosa causing a tear in the tissue and increased bleeding. Additionally, the clip detached into the small bowel and was left to pass naturally. Two additional resolution ii clip devices were used to stop the bleed and complete the case. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Additional information: note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01744 addresses the other device. It was reported to boston scientific corporation that two resolution ii clip devices were used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. A second resolution ii clip device was received upon receipt of the first complaint device (mr # 3005099803-2011-01242). Confirmation was received on may 2, 2011 which revealed that two resolution ii clip devices failed to release from the catheter. However, the circumstances surrounding the failure of the second clip (mr # 3005099803-2011-01744) are not currently known.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, during the procedure, a clip was being placed at the target site, however, the clip would not release from the catheter. The physician pulled the device back into the scope and the clip pulled off the mucosa causing a tear in the tissue and increased bleeding. Additionally, the clip detached into the small bowel and was left to pass naturally. Two additional resolution ii clip devices were used to stop the bleed and complete the case. The patient's condition at the conclusion of the procedure was reported to be stable.